Event description:
Customer reportedly received results of 117 mg/dl and 61 mg/dl within ten minutes on the same device. No symptoms of hypoglycemia. No quality controls used. Customer also states the back of the device, where the batteries are installed is rusted and wet. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.